Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The reporter alleged that the cannula of the infusion set caused the elevated blood glucose levels and the hospitalization. There were no further details regarding the infusion set on how it caused the event. The patient's blood glucose result was 22.0 mmol/l on the insight meter. The patient felt dehydrated and had a headache. Her father took her to the hospital at approximately 2:00 p.m. The patient was treated with unknown type of medication via IV. The patient was released from the hospital on (B)(6) 2017 at 5:30 p.m. Return of the suspect device was requested for evaluation.